Manufacturer narrative:
Since this event led to a cancelled procedure, in an abundance of caution lumenis is reporting this as an adverse event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks. A lumenis engineer and technical expert evaluated the subject device and was able to duplicate the reported chiller fault. After verifying that the chiller pressure was low, the chiller was replaced and the fault was resolved, and the system was found to meet manufacturer specifications and is ready for use. Lumenis is continuing its investigation of the reported event, and once a cause for the event is established; a supplemental report will be submitted.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120 was being utilized, the system displayed errors on the screen requesting a user restart of the system. After two restarts, the system presented error 186 (water temperature error) and error 199 (overheat error). Unable to continue with the system, the operator abandoned the procedure and the patient needed to be woken from anesthesia. No report of patient injury was received, and the malfunction did not cause or contribute to any change in the patient's status.

Manufacturer narrative:
**** Additional information 23-01-2019**** a review of the subject device laser's DHR confirmed that the device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. A review of the p120 risk file (B)(4)_ac revealed risk 2.5.6 which recognizes the hazard of 'impossibility to operate' due to "the cooling system losing pressure due to gas leakage". The severity is recognized as 7 as this can lead to the harm from a cancelled procedure. (B)(4) 60hz chiller - sn# (B)(4) was received at lumenis and forwarded to the (chiller) manufacturer for further investigation. (Chiller) manufacturer findings (10-dec-2018): 'non conformance information': "the chiller alert on high temp liquid" disposition - comments: >the chiller ran for 5 hours under 4.5 kw power and no alert was activated >the compressor of the chiller was tested under clamp ampere-meter and showed 6.8 a >the chiller has been tested in golden unit for 1 hour, and no alert was activated >the chiller has been tested in 10 bar leak test, and no leaks were found. Conclusion: "no device problem identified".